Manufacturer narrative:
Initial report sent to FDA on 09/09/2009.

Event description:
Procedure: thoraco/pneumothorax. According to the reporter: after squeezing the handle, the black return knob did not return. Additional resection of tissue was performed and another device was used to complete the case.